Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the device turns off. The device needs an optical switch and a processor pca. Defective part return: the faulty component has been requested for failure analysis, but it is reportedly unavailable for such (scrapped). Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the optical switch and processor pca require replacement. They were replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device does not turn off. There was no patient involvement.